Manufacturer narrative:
Physio-control further examined the removed user interface to stack flex cable assembly and observed that the flex was torn on cable-mounted plug connector, designator p21, causing the unit to lockup and not get beyond the initial splash screen at boot-up.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the user interface to stack flex cable assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not get beyond the initial boot-up screen. S a result, the device would not be able to provide defibrillation if it were necessary. &#1288;ere was no known patient use associated with the reported event.